Manufacturer narrative:
(B)(4). Concomitant product(s): a 157452- m2a-magnum mod hd sz 52mm. A 139268- m2a-magnum 52-60mm tpr ins std. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09507.

Event description:
It was reported that a patient has been indicated for a total hip arthroplasty revision of a biomet metal on metal hip approximately seventeen (17) years post-implantation due to a "failed" hip. Attempts to obtain additional information have been made; however, no more is available at this time.